Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with no damage found on the pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump failed the volumetric accuracy test. There were no adverse events reported.